Event description:
A report was received that the patients spinal cord stimulator (scs) system was no longer working. The physician believed that the patients ipg had malfunctioned. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was confirmed that no malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's spinal cord stimulator (scs) system was no longer working. The physician believed that the patients ipg had malfunctioned. The patient will undergo an ipg revision procedure.